Manufacturer narrative:
10/04/2017 (B)(4): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the top of the guide wire folded and could not be use by the physician. There was no injury or harm to patient.

Manufacturer narrative:
The insertion kit was returned opened without the iab catheter. The guide wire was found to be intact and undamaged. The guide wire was measured and found to be within specification. The reported event could not be confirmed by the evaluation. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the top of the guide wire folded and could not be use by the physician. There was no injury or harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the top of the guide wire folded and could not be use by the physician.